Event description:
It was reported that the patient's migrated lead was explanted on (B)(6) 2019 and replaced.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Device information and implant date are unknown at this time. Further information was requested but not received.

Event description:
It was reported by the patient¿s physician that the patient¿s lead had migrated. Therefore, surgical intervention took place on (B)(6) 2019 wherein the patient had a new lead implanted. Therapy has been restored postop. It is unknown if the migrated lead was explanted at this time.

Event description:
To be clear, the explant and replacement took place on (B)(6) 2019, not on (B)(6) 2019 as initially reported.